Event description:
It was reported that lack of atrial pacing resulted in the patient experiencing worsening heart failure due to loss of atrioventricular synchrony. The right atrial (ra) lead showed increase in threshold, and a no capture condition. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194-78 lead, implanted (B)(6) 2006; 6948-58 lead, implanted (B)(6) 2006. (B)(4).